Event description:
It was reported the cutter operation is intermittent during samples. The customer thinks there may be a problem with the wiring on the side of the driver. They can flex the cable to get the system to work. There has been no pt consequence on any of the cases and all cases have been completed.